Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the carrier tube, arteriotomy locator, and hemostasis sheath. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The carrier tube was returned in the forward lock position with the bypass tube attached. Kinks were noted in the carrier tube near the proximal end of the tamper tube and at the blood inlet holes of the hemostasis sheath. The complaint was able to be confirmed for a kinked sheath and carrier tube. The exact root cause was unable to be determined. As no signs of blood were noted, it is possible that damage was sustained by the components during device unpackaging, preventing proper use of the device, however this could not be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified.

Event description:
The user facility reported that the angio-seal sheath was unable to penetrate the right groin, necessitating a switch to manual compression. The patient is stable. The event occurred intra-operatively. Additional information received on 20 mar 2025: the procedure being performed was a percutaneous coronary intervention using a 6 french sheath. A pre-deployment angiogram was conducted. No concomitant medical products were used with the angio-seal. There is no information available regarding noticeable damage to the device.